Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with tachycardia. Upon device interrogation, the right atrial (ra) lead exhibited intermittent oversensing and high thresholds. It was also reported that the right ventricular (rv) lead exhibited elevated thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.